Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, a miniarc precise was implanted. After a successful implant, the hospital staff discovered the product had exceeded its shelf life. The exp date was 12/02/2010. Ams inventory tracking records show that the miniarc was delivered to the hospital site on (B)(6) 2010 and was hospital stock until implant. The product exp date is documented on the packaging label.